Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-02331. It was reported that patient experienced several falls, and in turn, there were impedances and the l3 lead fractured and the l5 lead migrated. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy restored.